Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. There was no deviation from instructions for use (IFU) in reprocessing steps for locations where the foreign material remained. There was no physical damage at the foreign object detection point. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. The detection method is described in chapter 3, preparation and inspection, of the gif-1200n operation manual. The instruction manual for gif-1200n, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.